Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would cause an elevated wbc count like the customer experienced. The run data file (rdf) was analyzed for this event. Root cause: this disposable was unavailable for specific root cause analysis. Signals in the rdf indicate the possibility that the plasma line may have been occluded during a portion of the run. The orientation of the tubing as loaded in the centrifuge hex holder under certain flow conditions, may cause the plasma line to pinch off. Incorrect loading of the disposable set could cause this. Corrective action: algorithms have been incorporated into the software for the trima accel system. These algorithms recognize a potential elevated wbc count due to the failure mode witnessed during this investigation. The software will flag the procedure to measure or "verify wbcs in the platelet product". The new algorithms were made available as part of the (B)(4) trima software upgrade, and can be enabled upon approval. Additionally, internal capas have been initiated to evaluate reports of elevated wbcs.